Event description:
It is reported that the implant at tooth site #26 fractured and was removed. Patient will return to place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown/not provided. A4: patient weight: unknown/not provided. B3: date of event: unknown/not provided. D6: d6b. If explanted, give date: unknown. E1: email address: unknown/not provided. G4: premarket identification: k011028/k013227. H4: device manufacturer date: unknown/not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant's collar was seen fractured. A portion / fragment of an unknown zimmer removal tool was seen stuck inside the implant; however, customer reported it happened during implant removal and that there is no reported malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 64099376. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 64099376 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.